Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 cautery wouldn't work. Generator box and extension cable were checked.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 02/11/2025. An investigation was conducted on 03/11/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or intact silicone insulation. An electrical evaluation was conducted. . An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No further testing was conducted. An engineer evaluation was requested. The following is manufacturing engineering's evaluation of the vh-4000 hemopro2 tool (90527943-01) complaint #(B)(4), which was returned for the reported failure of "electrical". Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the pre­ cautery test indicating that electrical current was not flowing through the complaint device. It was also observed during the pre-cautery test, that the normal clicking sound made by the switch's internal contacts when they close together did not occur which is not normal. The handle of the hemopro 2 tool complaint device was opened to further investigate the device's switch (part# rm7001322). It was visually observed that the switch lever was bent downwards. The downward bend in the switch lever, resulted in the end of the switch lever not being in contact with the stop tab in the handle, which is not normal. Using digital calipers, bmram ID# (B)(6), the switch's operating point (o.p.) Was measured to be 8.10 mm which is 1 mm below the switch's specification nominal o.p. Of 9.10 mm. The 8.10mm o.p. Measurement was also outside the switch's operating point specification tolerance of 9.10 ± 0.80 mm. The downward bend in the switch lever was preventing the switch lever from traveling the amount needed to actuate the switch "on". Thereby preventing electrical energy from going to the heating element in the complaint device. Based on the returned condition of the device as well as the evaluation results and the engineer evaluation results, the reported failure, electrical /electronic property problem¿ was confirmed. The lot # 3000444151 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn't work. There was a slight delay while the staff tried to troubleshoot and open a new device. Generator box and extension cable were working properly. No patient harm.